Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose was 139, 210, and 149 with a differnce of 25%. Tests were done 11-20 minutes apart. Pt did not experience any adverse events. No further info has been reported.